Event description:
A pt received her first treatment on 5/20/96 in the nasolabial folds. On 5/21/96, the pt noted and presented with erythema and swelling at the treatment sites. The physician diagnosed a possible hypersensitivity; oral keflex was prescribed. On 8/12/96, the symptoms were resolved; the exact date of resolution was unk.